Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Customer stated that they replaced the unit mainboard and updated software 21 but still needs the version 6.1 to be installed. Unit is not allowing to pull logs, even after power cycle. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 us initially had a touch screen not responding. While warming up it displayed decommission error message. Furthermore, there was no patient associated with the event.